Event description:
Event description guidant received information that during the implant procedure, this lead displayed high impedance measurements on both the pacing system analyzer (psa) and zoom programmer after being placed in the ventricle. The lead was not implanted and another lead was successfully placed.